Event description:
Ous MDR - after an implantation time of 49 months, artifacts were reported: detections of ventricular fibrillation without shock delivery were transmitted via home monitoring. No deterioration in the patient's state of health was reported. The device was explanted.

Manufacturer narrative:
Ous MDR.